Event description:
The customer reported that the "tubing was found to be cracked at the level of the safety clamp and tpn was found dripping onto the floor." There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.